Event description:
Additional information was received from patient who reported they needed to get their handset connected to their ins again. Patient mentioned that this happen 2-3 times in the past but they forgot how to do it. Agent reviewed to the patient how to close all apps. Agent walked the patient through in pairing the communicator to mystim app when they saw not found message. Agent assisted patient to reset the communicator and try connecting again to the mystim app. Patient was able to successfully access therapy screen and stated they need to increase their stimulation from 2.2. Patient mentioned that the communicator had been disconnected to the mystim app for 2 weeks. Patient said that the communicator has been sitting on their bedroom for a week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was the pt reported that for the past 3 weeks, the stimulator was not connecting to the recharger; the pt stated they saw that it was 'not connected to the internet'. The pt stated they have restarted everything. The agent asked clarifying questions - the pt stated that they were able to charge the implant, but they were unable to enter the mystim app to adjust their settings. The agent walked the caller through resetting the communicator and closing all apps on the handset. The pt pressed connect in the mystim app; the pt again saw 'turn over to locate serial number'. The pt stated they have been entering the recharger serial number so that is why they were having difficulties. Pt successfully entered into the therapy app. Agent showed pt how to close all apps and enter mystim app again - pt advanced without issue. Pt stated they have called before and was shown how to close all apps on the handset. Agent reviewed best practices for external devices. At the end of the call, pt stated the ins was buzzing them so bad when they laid on the ground. Pt stated when they 'lay on the battery' when sleeping, 'it' goes down their legs. Pt stated the hcp said they could 'adjust it' but, that may not be as effective. Agent understood due to the communicator pairing issue; pt was unable to adjust their intensities in the mystim app. Agent recommended to follow up with hcp to further address the therapy issue.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 lot# serial# (B)(6) implanted: explanted: product type product ID a72400 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.